Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed low, out-of-range (oor) shock lead impedance measurement of zero, detected via the patient remote monitoring system. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as a possible source of the issue. Ts suggested to conduct a test and note exposure of patient to external factors which could cause emi. In addition, ts mentioned about commanded shock as the best way to asses shock issues. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.